Manufacturer narrative:
Event date is an estimate.

Event description:
Information was received from a patient who was receiving fentanyl, bupivacaine and dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had infection symptoms: bloating in the abdominal area; blood and pus, blistered and hot at the pump incision site. The infection was confirmed as staph. This was considered a sudden change in symptoms. The symptoms occurred within 3 days after the refill which occurred on (B)(6) 2017. The patient had IV (intravenous) and oral (bactrin) antibiotics. Prior to the pump replacement the surgeon told the patient not to contact her primary healthcare provider (hcp) as all arrangements were already made. After the pump replacement surgery the patient was told that the pump was not filled and was empty and for her to go to her appointment with her primary hcp on (B)(6) 2017 for a refill. The surgeon did not speak to the patient prior to or after the surgery. The patient went to the appointment however her primary hcp was not notified that the pump was replaced and did not have medication so rescheduled the refill for (B)(6) 2017. The patient went to the surgeon's office and showed her pump site and was sent to the emergency room where they opened her up and cleaned up the pump site and pump; she was admitted to the hospital for a few days. When she was discharged, the patient's husband was given direction to clean and change the bandages daily. The patient had 4 surgeries to clean the pump and the last surgery ((B)(6) 2017) the surgeon removed the pump. After the initial pump replacement the patient had 3 surgeries in which the surgeon went in to clean the pump and was going to have another surgical procedure to clean the pump however since the patient wasn't improving, the surgeon removed the pump and capped the catheter. After the pump removal the physician's assistant provided oral morphine for instant relief only. The infection was resolved. Without pump therapy the patient now didn't do much and was in pain. She was given a prescription for 7.5-325 oxycodone and morphine (instant relief) by associates at her primary hcp's office. The patient's primary hcp told her that the surgeon would not be allowed to place any more pumps in the patient. She was planning on getting a new pump in time and was going to be working with a doctor who she had worked with in the past. No further complications were reported.